Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30100977l number, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered death. During the procedure, after transseptal puncture, the thermocool® smart touch® sf bi-directional navigation catheter was inserted in the left superior pulmonary vein (lspv), the physician felt something wrong with the symmetry s curve 8.6 french sheath¿s behavior. The catheter impedance value rose to 400 ohms. The catheter and sheath were removed from the patient¿s body to be checked. Only the sheath was replaced to an sl10 sheath. The procedure continued without further issues reported. The catheter temperature and impedance displayed normal. No error messages were observed. The physician checked for cardiac tamponade, but it was not confirmed. The procedure ended safely. Despite the reported high impedance issue, there¿s no evidence that the impedance value exceeded the impedance cut-off limits. As such, the risk to the patient is remote and the impedance issue is not MDR reportable. On post-procedure day 1, patient¿s condition worsened. An unspecified treatment was provided with no success, and the patient died. Physician¿s opinion regarding the cause of the adverse event is unknown. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2019, additional information about the event and the patient were received. It was reported the a thermocool® smart touch® sf bi-directional navigation catheter had significant friction in the century symmetry s curve 8.6 french sheath. The generator was used in power control mode. No error messages were observed. Additionally, the physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No autopsy was performed on the patient; therefore, a cause of death could not be determined. The patient¿s diagnosis pre¿procedure was atrial fibrillation and the date of death was (B)(6) 2018. Concomitant non-bwi products: century symmetry s curve 8.6 french sheath. Manufacturer¿s ref # (B)(4).